Manufacturer narrative:
The reported field event of unable to capture was not confirmed. Final analysis found the pacing outputs from all chambers appeared normal. The reported field events of noise and elevated impedances were confirmed. Final analysis found that the cause of the out of range impedance measurements and noise was found to be due to a hybrid capacitor connection anomaly. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise, loss of capture and high impedance on all channels. On (B)(6) 2020, the patient presented for a generator replacement and a battery performance alert was noted by the clinician. It was also noted that the leads were tested and functioned normally without issue. The device was explanted. The patient was in stable condition.